Manufacturer narrative:
(B)(6). Pump received unable to perform the displacement test due to cracked and bleeding lcd noted. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, stained end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, cracked lcd window and cracked battery tube threads.

Event description:
Customer's family or friend reported via phone call that insulin pump had the screen damage. The blood glucose at the time of the incident was unknown. The customer was assisted with troubleshooting. The device will be returned for analysis.